Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. Additional information obtained from the field which indicated that the device was repositioned. There were no additional adverse patient effects reported. The crtd remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry: patient codes and patient code description, and additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. Additional information obtained from the field which indicated that the device was repositioned. There were no additional adverse patient effects reported. The crtd remains in service. Additional information indicates that the cardiac resynchronization therapy defibrillator (crt-d) was now explanted.